Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after successfully deploying the suture, the foot would not retract (park). Medical intervention was done to remove the proglide device. Hemostasis was achieved using a non-abbott endoprosthesis device. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Describe event or problem - procedure changed from an abdominal aortic aneurysm (aaa) to a transcatheter aortic valve implantation (tavi). Unique device identifier (UDI): (B)(4). Evaluation summary: the device was returned for analysis. The retraction problem was able to be confirmed. The difficulty removing the device was unable to be replicated in a testing environment due to the condition of the returned device. In addition, analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional/corrected information was received: suture placement with a proglide device was attempted in the right common femoral artery using the perclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f. The sheath was upsized to a 14f and the tavi procedure was completed. No clinically significant delay in the procedure was reported. No additional information was provided.